Event description:
It was reported that after a percutaneous transluminal coronary stenting procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by the cuffs. The device was removed and a second proglide device was attempted, but another needle-to-cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that approximately four and a half inches of monofilament suture remained exposed at the guide. The posterior needle remained attached to the rail end of the suture. The needle plunger, posterior cuff, anterior cuff, and the link were not returned with the device, which limited the scope of this investigation. Based on the investigation findings, a posterior needle-to-cuff miss occurred as indicated by the posterior needle being returned without the posterior cuff. There was no needle strike mark on the posterior foot. Due to the suture was not being retrieved to close the vessel, bleeding will occur and an alternative method would be required to achieve hemostasis. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, no vessel tortuosity, and no scarring was present at the groin/access site. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. There was no manufacturing or quality deficiency detected that could have contributed to the reported difficulty. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.